Event description:
It was reported that a patient underwent a mammary gland procedure on (B)(6) 2014 and a reservoir was used. The reservoir did not adequately suction and the patient¿s skin became soft and spongy. Postoperatively, the patient developed a (B)(6) infection. The patient is currently undergoing unspecified treatment.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.